Manufacturer narrative:
The hill-rom technician found the side communication board had bent pins and the communication cable was missing. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2013. It is unknown if the facility performed any other preventative maintenance on this bed. The technician replaced the side communication board and communication cable to resolve the issue. Based on this info, no further action is required.

Event description:
Hill-rom rec'd a report from the account stating the nurse call would not work. The bed was located on the fifth floor at the account. There was no patient/injury reported. This report was filed in our complaint handling system as complaint.